Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during preventive maintenance the pump had downstream occlusion membrane damage. There was no patient involvement, and no harm reported.

Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) was reviewed, and no alarms related to the complaint were identified. No service history was recorded within the past 12 months. A visual inspection and functional testing were performed, revealing a cracked dso seal and a missing battery door. The complaint was confirmed. The probable root cause was identified as a cracked dso seal. The dso seal requires replacement due to crack.